Event description:
During a case the remb osc saw ran while in safe mode. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor cartridge, ball bearings and press plug.